Event description:
The ICD involved in this MDR report could not be interrogated during a routine follow up. Therefore, the device was explanted. It should be noted that this device was listed in the advisory field notification issued in 2005.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device analysis is pending.